Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the following verbatim it was reported by customer that the filter and tubing occlusions during patients treatments.

Manufacturer narrative:
Investigation summary: a primary infusion set (10015861a) with a secondary set and a filter extension set (20350e) were received and tested by our quality team with the customer's complaint of flow issues. The tubing was primed with saline solution and initially occluded. The tubing was washed with saline solution and infused at a rate of 200mls/hr. The occlusion was no longer observed once medication was washed from set. The customer's complaint has been verified but the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Sample.